Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The exact cause of the event couldn¿t be exclusively identified. However based on the past investigation results, it is likely the error and peeling of the tissue pad occurred by the following mechanism: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear and peel off. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing an error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the sonicbeat tissue pad was worn out and partially peeled off. There was no patient involvement.